Event description:
It was observed that during the device evaluation, the camera head exhibited a damaged, leaking cable unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: cable unit leaking, damage on cable unit and protector. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: d02 cause traced to component failure. No device history record review was performed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.